Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had their ins battery explanted. It was noted that only the battery was explanted and the leads were left in. The date of the event was unknown. It was reported that the ins was removed because they just couldn't get the ins to work properly. No further complications are anticipated.